Event description:
It was reported the patient experienced ineffective stimulation in his right leg. As a result, surgical intervention was undertaken on (B)(6) 2015 at which time the lead was explanted and replaced with a different model. Effective therapy was restored postoperatively. The issue is resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.